Event description:
It was reported that a pump experienced system error 105. There was also no pt injury reported.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval. If the device is returned, a supplemental report will be submitted.